Event description:
A surgeon reports early emulsification of product in several patients. As a result, it was necessary to remove the product at 4-6 weeks (earlier than intended). Additional information has been requested.